Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dib00 model intraocular lens (iol) had two (02) divots in the center of the iol and there was patient contact. The surgery was delayed and back-up iol was used to complete the procedure. Patient outcome post-procedure is unknown. The suspect iol is not available for return however the pre-loaded inserter is available for return. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 18-mar-2024 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint simplicity was received inside the original folding carton. The lens was received stuck to the plastic simplicity insert. The lens was visually inspected under magnification revealing that the lens was damages and cracked, with part of the lens broken off and missing. Damage on the haptic was also observed. The complaint simplicity was visually inspected, and no issues that could cause or contribute to the complaint issues were observed. Complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issue could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.